Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ¿2019 worldwide safety recall, current clinical emergency¿, ¿chronic pain¿, ¿12mm lesion¿, ¿enlarged axillary node¿ and capsular contracture baker grade unknown. Later patient reported "p2 u2/3 breast lesion benign fibroadenoma¿. This record is for the right side. Device remains implanted.

Event description:
Patient reported ¿2019 worldwide safety recall ¿current clinical emergency¿, ¿chronic pain¿, ¿12mm lesion¿, ¿enlarged axillary node¿ and capsular contracture baker grade unknown. Later patient reported "p2 u2/3 breast lesion benign fibroadenoma¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.